Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to charge energy and displayed an error message. The customer was unable to recall what error message was displayed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.